Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 12-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. After the implant, consumer began suffering from severe abdominal pain and cramping, severe low back pain, abnormal heavy bleeding, prolonged menses, and abnormal menstrual pain. Following the implant, she necessitated approximately four emergency room visits for her severe pain. In (B)(6) 2013, the consumer underwent a full hysterectomy. The reporter considers the events related to the essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/severe pain and abnormal heavy bleeding. She underwent a full hysterectomy. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the events' nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe abdominal pain/severe pain and abnormal heavy bleeding and essure cannot be excluded (related). Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /severe pain/pain: abdominal"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("laparoscopic procedure to remove ovarian cysts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included endometriosis, dysfunctional uterine bleeding, ovarian cyst and muscle cramps. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormal menstrual pain/pain: menstrual"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), rash generalised ("body rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("pain stomach") and pain ("whole body pains and aches/pain: body pain/aches"). In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramping"), back pain ("severe low back pain/pain: low back"), anxiety ("emotional anguish") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (remove cysts). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the abdominal pain, pelvic pain, back pain, menorrhagia, anxiety, vaginal haemorrhage, vaginal infection, rheumatoid arthritis, fibromyalgia, rash generalised, vomiting, migraine, nausea, ovarian cyst, abdominal pain upper and pain outcome was unknown and the headache had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, rash generalised, rheumatoid arthritis, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter information was updated. Essure removal date was updated. Following events: abnormal bleeding (vaginal), vaginal infection, rheumatoid arthritis, fibromyalgia, body rash, vomiting, migraines, headaches, nausea, laparoscopic procedure to remove ovarian cysts, pain stomach and whole body pains and aches/pain: body pain/aches were added. She had recovered form following events: bleeding, dysmenorrhea and headaches. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 15-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/severe pain and abnormal heavy bleeding. She underwent a full hysterectomy. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the events' nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe abdominal pain/severe pain and abnormal heavy bleeding and essure cannot be excluded (related). Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.